Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of display anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the device displayed "bolus delivery 0.0 unit" and it does not work. The product was returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window. No display anomaly was noted. The pump was programmed with several bolus units and all boluses delivered their indicated amount properly. No bolus anomaly was noted.